Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked battery tube threads, missing reservoir tube o-ring, broken reservoir tube lip, cracked case (battery tube), missing retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display due to moisture exposure. Troubleshooting for fluid in the insulin pump was performed. Customer's blood glucose level was 13.7 mmol/l. The customer went swimming with the insulin pump and that there was fluid in the compartment. It was reported that there was fluid under the lcd. Troubleshooting for blank display was also performed and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.